Event description:
A patient with a history of injection with bovine collagen experienced erythema at the treatment sites of patient most recent treatment; but only after applying moisturizer. The erythema appears within seconds of application of all moisturizers that have been tried and disappears after a few hours. The physician has treated with both oral antibiotics and antihistamines with no effect. The physician has not diagnosed the condition and does not know if it is related to the collagen.